Event description:
Boston scientific received information that shortly after implant, the patient with this device developed a fever and antibiotics were prescribed. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.